Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Electrical and continuity test were performed and the test indicated no electrical shorts between conductors. Helix retracted; dried blood noted in housing and tip region (normal for ingevity). X-ray showed no fracture. Visual inspection x-ray observation of a slightly stretched helix. It is believe that this is the cause of the helix extension issue. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this lead was not able to be successfully implanted due to thresholds issues and helix extension problems. This lead was replaced. No adverse patient effects were reported.